Event description:
Pt reported that in 2004, she had surgery for urinary incontinence and that time a repair of rectocele and cystocele was done using a perigee and monarc mesh. Pt states that she is still healing, has pain in her hip and groin and she has a recurring rectocele. In 2008, portion of the mesh was removed. No further info provided.